Manufacturer narrative:
The device was not returned for eval, however, a picture of the failure was provided. Based on an examination of the picture, it was determined that the kit was assembled incorrectly as stated by the customer. No kits from this lot remained in stock; therefore, a review of a similar lot was performed. No additional kits were found with this incorrect assembly. Based on the results of the investigation, it has been determined that the event was caused by assembly error, which was not captured under the inspection process in place at the time of MFR. Since this kit was built, the mcp tubing process control procedure was updated to include tighter inspection methods in order to prevent any future issues. All operators have been trained on this new procedure. (B)(4).

Event description:
The customer opened a pack and the oxygenator was found to be reversed. No pt involved in this incident.